Manufacturer narrative:
Device evaluation by manufacturer: a distributor field service engineer (fse) arrived at the customer site to address the reported error message on the aia-360 analyzer. The fse verified obstruction on the sample nozzle as the error message was constant. The fse proceeded to perform clogging adjustment on the sens board to resolve the issue. The aia-360 analyzer was performing within manufacturer's specifications. No further action was required. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 17-jun-2018 through aware date 17-jul-2019. There were no other similar events reported during the search period. The aia-360 operator's manual under section 7-2: list of flags states the following: 2. List of flags. A flag is attached to an assay result as appropriate: an error flag if an assay does not complete normally because of a problem or a user flag (normal or abnormal value) to enable the user to discriminate an assay result. When an error flag is attached, the assay result may or may not be available depending on the error. When an error flag is not attached, the result of a normally finished assay is available. If no assay result is available due to an error, take the appropriate action according to section 2.1 "flag lists" and section 2.2 "detailed meanings of flags and action". Sc: dispensing was cancelled because clogging was detected during sample suction. Check that the sample is free of fibrin or other substances. If the sample is not clouded, the sample nozzle may be faulty, or the piping may be blocked. If this problem occurs frequently, contact the service department. The most probable cause of the reported event was due to aia-360 requiring clogging adjustment on the sens board.

Event description:
A customer reported to the distributor getting error flag sc (nozzle clogged) on the aia-360 analyzer. A distributor field service engineer was dispatched to address the reported event, which resulted in delayed reporting of luteinizing hormone (lh ii), estradiol (e2), alpha-fetoprotein (afp), beta human chorionic gonadotropin (bhcg), creatine kinase mb isoenzyme (ck-mb), cardiac troponin I, and intact parathyroid hormone (ipth) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.